Manufacturer narrative:
If additional information becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 2043c-2854, lot # 1ycrn, description: crossfire 0 deg insert. Cat # 2030-6525-1, lot # 67853801, description: 6.5 cancellous bone screw 25mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.

Event description:
It was reported that, "patient is experiencing burning, pain, and using a lot of medication. Patient is using a walker. He believes his hip was part of the recall."